Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had electromagnetic interference and oversensing noted on the electrogram which caused a detection issue. The ICD, as a result, delivered inappropriate therapy to the patient. The patient experienced syncope. The ICD remains in use. No further patient complications have been reported as a result of this event.